Event description:
A caller reported an issue with updating the time, personal profile, or biq/ciq settings on their device. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy greater than five minutes recurs. The caller acknowledged and understood the instructions.